Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 3006705815-2018-00828. It was reported that patient¿s scs system did not provide effective therapy with foot pain. As a result, patient underwent a surgical procedure on (B)(6) 2018; to explant the scs system. Patient was implanted with a new drg system.